Event description:
Reportedly, valve explanted at implant due to massive intravalvular leakage as seen on tee. Valve was replaced with a star valve without further issues. No further information available.